Event description:
It was reported that a user experienced intermittent cgm signal loss between a newly paired freestyle libre 3 plus sensor and the ilet, including an episode where the sensor disconnected and then automatically reconnected after approximately one hour following an alert advising to wait up to three hours. Symptoms included no reported adverse clinical effects and no impact to blood glucose control. Outcomes included no medical intervention and no hospitalization. Troubleshooting and education were completed, including guidance on sensor pairing and monitoring, and the user reported stable function after reconnection. Investigation included review of reported use conditions and remote technical support. Investigation of this case revealed that the sensor connection resumed without further issue and blood glucose values were not affected. It was concluded that the event was consistent with transient cgm signal loss with self-resolution and no patient harm.

Manufacturer narrative:
The user reported intermittent cgm disconnection from the ilet lasting approximately one hour, which resolved automatically without intervention and without impact to blood glucose. The returned device was evaluated and functioned as intended, with stable bluetooth connectivity confirmed; the issue could not be duplicated. No device malfunction was identified.